Event description:
It was reported that an unsuccessful attempt was made to implant a new rv lead (model 6947). The lead was removed. A new lead was successfully implanted. There were no patient complications reported as a result of this event.

Event description:
It was reported that an unsuccessful attempt was made to implant a new right ventricular lead. The lead was removed. A new lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.